Event description:
It was reported that approximately one week after a coronary drug eluting stenting treatment procedure, the pt developed a sub acute thrombosis of the stent. In 6/2004, the pt had undergone intervention for a non-s-t segment elevation myocardial infarction. The 2nd om was initially dilated with a crosssail 3.0 x 15 mm balloon catheter and subsequently stented with a taxus express2 3.5 x 16 mm drug eluting stent. Another lesion in the om2 proximal segment was treated with a taxus express2 3.5 x 32 mm drug eluting stent. The 1st om was then treated with cutting balloon angioplasty. The physician then deployed a taxus express2 3.5 x 32 mm drug eluting stent in this lesion @ 10 atms, resulting in reduction of the stenosis to 0% with excellent flow. A taxus express2 2.5 x 16 mm drug eluting stent was deployed (direct stenting) in the 1st diagonal bifurcation lesion at 14 atms reducing the stenosis from 95% to ~10%. The lad lesion (at the bifurcation of the 1st diagonal) was treated with angioplasty with a maverick 3.0 x 15 mm balloon and subsequently stented with a taxus express2 3.5 x 28 mm drug eluting stent @ 14 atms. Another lesion in the mid-lad was stented with a taxus express2 3.0 x 12 mm drug eluting stent @ 18 atms (rbp). The lad stenoses were reduced to 0%. The rca lesion was not treated. No procedural complications were reported. It is unknown what medications were administered during the procedure. Plavix was prescribed indefinitely. The pt was encouraged to discontinue smoking. About nine days later the pt returned with recurrent substernal chest discomfort, initially treated with IV nitroglycerin and integrilin. Pt subsequently had elevation of their troponin level to 24 and was taken to the cath lab for evaluation. Heparin was administered; integrilin continued. Pt was found to have thrombus, involving the diagonal distribution. Following initial difficulty wiring the diagonal, he was able to advance a whisper wire and advance an ace catheter with considerable difficulty, dilating the vessel in several areas up to 20 atms. A quantum maverick, 2.75 mm balloon was also used and inflated to 22 atms. The physician then deployed a taxus express2 2.75 x 16 mm drug eluting stent in the distal diagonal segment at 16 atms. The vessel was dilated throughout the diagonal distribution and was then noted to be widely patent without any obstruction. There were no acute procedural complications. The pt is reported to be in satisfactory condition.